Manufacturer narrative:
Sc-1160, (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced pain at the ipg site and it was also noted that the ipg had migrated. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pain at the ipg site and it was also noted that the ipg had migrated. The patient underwent an ipg replacement procedure and was doing well postoperatively.